Event description:
Patient's rotator cuff surgery was successful. The patient returned for follow up and was found to have horizontal circular burns on each of her calves. The facility became aware of the burns on (B)(6) 2011. The hospital is treating 2nd and 3rd degree burns. The grounding pad was a shur fit con med device; cannulas were used during the case. The grounding pad was on the patient's thigh and the patient was placed in a beach chair position and draped. Electrosurgical generator settings were: preset #9 130/50/30.

Manufacturer narrative:
The generator device was returned for evaluation due to the reported patient injury. Ran the device through standard factory testing. The device met or exceeded all specifications per internal test procedures. Accessories were not provided with the device and could not be tested. We cannot determine a cause for the source of the burn. No further information could be obtained regarding origination of the burn. The burn was not observed at the time of the procedure, but was observed on a follow up visit with the doctor. The site of the burn was not near the attached grounding pad which returns radiofrequency energy that is delivered to the patient back to the generator. Although repair work was performed on the generator, the reason for repair would not have caused a patient burn.